Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The ventilator was evaluated by a third party service center and the customer¿s complaint was confirmed. The device's system board needs to be replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Not returned to manufacturer.